Manufacturer narrative:
Correction: please retract the report 2017865-2024-64282 as it was deemed that the issue of noise reversion with no allegation of true noise is not indicative of a device malfunction nor does it pose a risk to the patient.

Event description:
It was reported that the patient's atrial leadless pacemaker (lp) had recorded episodes of atrial noise reversions. I2i throughput was noted to be low between the leadless pacemakers. No intervention was performed. The patient was stable.